Event description:
It was reported that there were 8 catheters in total including 7 unused and 1 used . The used catheter was twisted even before it was opened but was inserted into the patient. However, it was too twisted and caused pain to the patient, so the insertion was abandoned.

Manufacturer narrative:
The reported event is confirmed as cause unknown. Received 5 photos for evaluation. In the first two photos is evidenced 1 silicone foley catheter, out of its packaging, it is notice that the shaft is curved and the lot printed in the cap is nggy5096. The next two photos show 7 units inside their packaging, it is evident that the catheter's shafts are all curved. The last photo zooms into the packaging lot myhw1780. Received 7 unused and 1 used all silicone foley catheter. All catheters (8 total) belong to the lot nggy5096, per visual inspection it was confirmed that the shaft was curved. The 7 unused units had the printed lot in the package: myhw1780. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder, urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were 8 catheters in total including 7 unused and 1 used. The used catheter was twisted even before it was opened but was inserted into the patient. However, it was too twisted and caused pain to the patient, so the insertion was abandoned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.